Event description:
Healthcare professional reported "fever, breast infection right side" and "seroma of right breast". Healthcare professional later reported "seroma of the right breast, reoccurrence". This record is for the right side. Device remains implanted.

Manufacturer narrative:
The reported events are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and infection unknown onset.